Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise in the right ventricular (rv) channel. Noise oversensing was noted when the patient would sit down on his bed, possibly due to an electrical nearby. All other measurements were stable, and noise was not able to be reproduced. Boston scientific technical services provided troubleshooting steps to rule out mechanical and lead impairment. There were no adverse patient effects reported. This device and rv lead remain in-service. Additional information was provided, it was reported that new latitide data transmission was sent for review. Boston scientific technical services observed noise oversensing on the rv channel with pacing inhibition longer than two seconds. The rv lead pacing and shock impedance trends showed a little decrease. There was no out of range impedance measurement so far. Troubleshooting steps were provided to exclude lead impairment. No adverse patient effects were reported. The device and rv lead remain in-service.